Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was unable to turn up the stimulation on his scs system. An sjm representative interrogated the system and found most of the contacts on one lead were invalid. Images taken showed no anomalies. The physician explanted and replaced the lead which resolved the patient's issue.